Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported alert for possible high-voltage output circuit damage on the device was consistent with lead damage. The device was tested on the bench using automated test equipment and all functions were normal. The cause of output anomaly is believed to be due to the damaged lead.

Event description:
It was reported that the ICD system exhibited an output and hvli anomaly. Stored electrogram showed atp delivered for inappropriately diagnosed atp, and a shock the patient does not report experiencing. There was an aborted charge due to possible hv lead issue. A review of a fluoroscopic image of the rv lead indicated an area of externalized conductors. The device was explanted.